Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient's mother stated that upon removal of the sensor pod, the sensor wire remained inserted in the patient's skin. Patient's mother stated that they removed the sensor wire with a pair of tweezers. At the time of contact, patient's mother did not report any injury or medical intervention.